Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up: 1. Section h. Box 3. Device evaluated by manufacturer? 2. Section h. Box 3. ''Other'' reason for non-evaluation h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure into a heart vessel using ruby coil lps and a non-penumbra microcatheter. During the procedure, the hospital technologist was unable to advance a ruby coil lp through the introducer sheath at all. Subsequently, the pusher assembly of the ruby coil lp kinked; therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp . There was no report of an adverse effect to the patient.